Event description:
New information noted that the device was reverted to resolve the backup operation. The patient was asymptomatic.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. The implantable pulse generator was in backup operation. No additional information was reported.